Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine explant procedure on (B)(6) 2020. The right atrial (ra) lead was explanted and replaced as it exhibited noise that caused inappropriate automatic mode switch (ams) episodes. The patient was stable during procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.